Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a calcified coronary artery. The 2.25 x 12 mm nc emerge balloon was selected for use. After several inflations, the balloon ruptured and during removal, broke from the shaft. A non-boston scientific heart pump was placed for support and the patient was flown to another facility for surgery to remove the balloon.